Event description:
A malfunction was discovered by technical support when they investigated the customer's pump logs. There was no reported adverse impact to the customer. No additional patient or event information was available.